Event description:
Doctor reports "fracturation silicone tubing." A new access port placed.

Manufacturer narrative:
Allergan has received the product. However, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number provided by the reporter the connector type is assumed to be a taper I. No add'l info has been reported to allergan regarding the serial number, or diagnostic testing. The serial number is not known to the facility. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."